Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs4cza1. Hardware: sm-s921u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A healthcare provider reported that the patient was admitted to the hospital with a blood glucose level of 500 mg/dl following a pod replacement. No additional information regarding the event was provided despite multiple good-faith attempts to obtain further details. The patient could not be reached for follow-up. No additional details are available.